Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
There was a report that the patient touched a 120 volt electrified line that "held them and then threw them." After that, the patient experienced pain, burning and "surges." Impedances were checked and the battery had been replaced. The patient started experiencing the burning after they were electrocuted with 120 volts. The patient had not experienced the issues since the system was replaced. Relevant medical history includes non-malignant pain and spinal pain.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n: (B)(4)) found that the device was found with a loose grommet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.